Manufacturer narrative:
Customer's product has been returned and investigated. The complaint was not confirmed. Meter data-log was uploaded and reviewed and found the meter functioned as intended.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. Note: the date of manufacture is unknown.

Event description:
A customer reported receiving an error 6 (663) message on his precision xtra glucose meter. As a result of this issue, the customer reported that on (B)(6), 2011 at approximately 3-4pm, he was "out in the woods" and became dizzy, followed by a loss of consciousness. No third-party emergent medical intervention was reported. The customer self-treated with "one glucose tablet and a sandwich." There is no report of death or permanent injury associated with this event.